Manufacturer narrative:
(H3,h6): no parts have been received by the manufacturer for evaluation. Codes b20, c20 <(>&<)> d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that in a case utilizing navigation system with the imaging system, the patient's anatomy was accidentally damaged. After the initial (successful) navigated spin, representative maneuvered the imaging system to remove it from around the patient but in doing so accidentally hit the reference frame that was attached to the patient's spinous process, breaking off a small piece of bone where the frame was clamped.a second spin was completed, and no further issues were reported. Spinous process damage. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was unknown reported impact on patient outcome.